Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to feeling/normal results(s). The medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 and (B)(6) 2010 for a follow up call; however the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged inaccurate high reading of "414 mg/dl" with the subject meter that began on an unspecified time and date. The patient informed the cca that she manages her diabetes with oral medications (glipizide) and 2 types on insulin (types and dose unknown). It is not known whether the patient was taking any action at the time of the alleged issue. At an unspecified time and day, the patient claimed she was feeling sweaty, dizzy, and shaky after the start of the alleged issue. The patient however denied receiving any medical treatment due to the alleged symptoms. At the time of troubleshooting, the cca verified that the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. It is not known whether the patient associated the symptoms as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.